Event description:
The customer reported there was no image displayed when the tip of the scope was curved. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. The image disappeared due to a short-circuit of the image sensor cable. In addition, there was leakage from the cord due to damage, the insertion tube was damaged, the adhesive at the distal end was chipped, the control section and connector were damaged, and angulation was insufficient due to stretched angle wires. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.